Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and radiculopathy. The patient reported that her ins battery didn¿t seem to be staying charged for very long. The patient reported that she charged on (B)(6) 2017 and then on the night prior to the report the ins battery was down to 30%. It was reviewed with the patient that this didn¿t seem abnormal and that how often a patient charged depended on how high the settings were and how often the ins was on and in use. The patient reported that she pretty much kept the ins turned on all the time except for when she went in the tub and she kept her settings pretty high. The patient reported that she noticed that she had been charging more than before. The patient reported that she noticed this after having her setting adjusted by a manufacturer¿s representative (rep). The patient reported that adjustments were made to optimize therapy and the ¿frequency was changed, so she could adjust it.¿ the patient reported that it was adjusted to get more stimulation in her sacrum. The patient reported that there was stimulation there before but she was having pain and noticed this pain since the ins was turned on. No further complications were reported.